Manufacturer narrative:
A complaint of tubing coming apart was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21096119 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris¿ pump module set was damaged, but still operable. The following information was provided by the initial reporter: " they have stated that while priming and hooking the tubing in the pump, the tube by the clamp broke off".

Manufacturer narrative:
A complaint of tubing coming apart was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21096119 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 21sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris¿ pump module set was damaged, but still operable. The following information was provided by the initial reporter: " they have stated that while priming and hooking the tubing in the pump, the tube by the clamp broke off".